Event description:
The customer reported that their device was showing its charge-pak icon. After an evaluation of the device by physio-control, it was observed that the device had internal electrical leakage which drains the internal hlc batteries. This will cause the device to not have the necessary power to charge and deliver defibrillation energy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The customer received a replacement device.